Event description:
It was reported that during testing of a subcutaneous implantable cardioverter defibrillator (s-ICD) implant, the defibrillation threshold test (dft) failed and an external shock was delivered. A second dft was then performed and again failed. A second external shock was delivered. A third dft was performed and again failed and a third external shock was delivered. Low shock impedance was also noted. The physician decided to replace the s-ICD system. No additional patient adverse events were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during testing of a subcutaneous implantable cardioverter defibrillator (s-ICD) implant, the defibrillation threshold test (dft) failed and an external shock was delivered. A second dft was then performed and again failed. A second external shock was delivered. A third dft was performed and again failed and a third external shock was delivered. Low shock impedance was also noted. The physician decided to replace the s-ICD system. No additional patient adverse events were reported.